Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any further issues arose.